Manufacturer narrative:
(B)(4). Jaws. Additional information was requested. The analysis results found that the device was received with the jaw and cam ramps disengaged. This condition would not allow the jaws to collapse in order to form the clips. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. The device worked fine, but then the prongs sprung and jaws would not open, it could not be removed through trocar. It is unknown at this time how the device was removed. Another device was used to complete the case. There was no adverse consequence to the patient.